Manufacturer narrative:
(B)(4). During the investigation on this reported event, attempts were made to collect additional information on the event and the procedure. Date of event is unknown, first day of the year of the journal publishment is quoted as the date for reporting convenience. Lot history review could not be performed due to no lot information. All the shipped products are inspected for meeting products specifications and shipping criteria, based on this, there is no indication of a product deficiency. Based on the obtained information, the relation or contribution of the catheter with or to the reported dissection could not be identified. IFU describes "coronary artery dissection" as possible complications and adverse event.

Event description:
According to the article "approach for chronic total occlusion with intravascular ultrasound-guided reverse controlled antegrade and retrograde tracking technique: single center experience" appeared in journal of interventional cardiology vol. 26, no.5, 2013, it is reported that in one cart procedure among reviewed 49 procedures, "a diffuse dissection was made at the distal calcified segment of cto vessel caused by the corsair catheter, non stelevation mi, probably associated with the diffuse dissection at the distal cto vessel, and was managed conservatively; no patient occurred with emergency revascularization or death."